Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two of the hemopro 2 cables stopped working. The harvester waited for cool down and tried again but nothing happened. A replacement unit was used to complete the procedure. Product is not returning for investigation as it was discarded. Refer to MFR report #'s 2242352-2011-01589.

Manufacturer narrative:
Since the device is not available ti be returned to us, a technical evaluation cannot be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. (B)(4).